Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device was not returned to gore, so no engineering investigation could be performed. (B)(4).

Event description:
It was reported to gore medical device tracking that on (B)(6) 2013 a gore® helex® septal occluder was implanted. On (B)(6) 2014 the gore® helex® septal occluder was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to gore medical device tracking that on (B)(6) 2013 a gore helex septal occluder was implanted. On (B)(6) 2014 the gore helex septal occluder was explanted. The physician reported the patient had a fenestrated asd, one 6-7mm hole and two 2-3mm holes closed with 35mm helex. The patient developed intractable migraines and saw neurology with no relief on meds. The device was explanted on (B)(6) 2014 and the asd was surgically closed. The patient's migraines improved and resolved.